Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 1mg/ml for a total dose of 0.24mg/day via an implantable pump for non-malignant pain. It was reported an alarm was occurring/heard and telemetry was not yet performed. The rep stated the patient's pump had started alarming due to the volume being low (unsure if low reservoir volume was set to 1ml or 2ml). The rep confirmed that the patient had missed a refill. The reason for the call was the rep wanted to confirm how long the patient would have until the pump was empty. It was reviewed the low reservoir volume was set to 2ml, so the patient would have a little over 8 days before it goes empty. The rep stated they do know the pup is currently alarming, however they do not know if the empty pump alarm had started. It was noted the low reservoir alarm occurred, but was unknown if the empty pump alarm had occurred yet at this time. The rep reviewed with the hcp empty pump considerations. The rep stated they reviewed to have the patient brought in today ((B)(6) 2018) and fill the pump with saline (they do not have the drug and will not have it until monday) and medically manage the patient. The rep was redirected to follow up with hcp. The patient has not had any withdrawal symptoms at this time. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that actions/interventions taken to resolve the issue consisted of filling with saline until the drug can be ordered. It was unknown if the device was interrogated to determined if an empty reservoir alarm occurred. It was unknown if the low reservoir alarm had been resolved. There were no further complications reported/anticipated.